Event description:
It was reported that while engaging the screw in the tibial side during insertion, the screw broke at the tip. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 8x30mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 4mm off the distal threads have broken off. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Clinical details were reported that no starter was utilized. The starter must be utilized with the biorci screws to minimize screw breakage during insertion.